Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were very burnt. The device was very bloody. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The handle was opened up and it was observed that there was blood present in the handle, which appeared to come in from the toggle switch opening. The distal jaw tips assembly was opened up and the shrink tubing on the welder unit wire was found to be somewhat torn and worn down. Based upon these observations, the reported complaint "for blood in handle and would not cauterize" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, when the operating room staff pulled back on the green activator toggle of the second kit, blood came out of it over time, and it wouldn't cauterize. While trying to change kits and devices, the pt started bleeding and they could not stop the bleeding. They finally opened about a 3" incision to stop the bleeding. There were no other pt effects reported. The product was returned.